Manufacturer narrative:
(B)(4). The customer returned one proximal extension line separated from the catheter for analysis. The remainder of the catheter was not returned. No signs of use in the form of biological material were observed. Microscopic examination revealed the point of separation was angular with no evidence of stretching. The edges at the point of separation are partially smooth and partially jagged. The observed damage is consistent with a separation caused by contact with a sharp instrument (e.g. Scissors or scalpel) followed by undue force on the device causing a complete separation. No other defects or anomalies were observed. The point of separation measured 117 mm from the distal end of the luer hub. The outer diameter of the proximal extension line measured 2.19 mm , which is within specification limits of 2.19 mm - 2.21 mm proximal extension line product drawing. A manual tug test confirmed that the extension line was secure within the luer hub. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of device body or extension lines to reduce risk of cutting or damaging the device or impeding device flow. Secure only at indicated stabilization locations". The customer report of an extension line separation was confirmed through complaint investigation of the returned sample. Microscopic inspection revealed the separation point on the returned proximal extension line was partially jagged and partially smooth. The damage is consistent with a separation caused by contact with a sharp instrument (i.e. Scissors, scalpel, etc.) Followed by undue force on the device leading to a separation. A device history record review was performed and did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that "the extension line of the distal lumen was found torn during use. Therefore, the catheter was removed and replaced with a new one to complete the procedure. No harm to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the extension line of the distal lumen was found torn during use. Therefore, the catheter was removed and replaced with a new one to complete the procedure. No harm to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".